Event description:
It was reported that during use the left ventricular (lv) lead exhibited falling lv pacing impedance. The lv lead was no longer functional, and not deemed necessary for patient. The lv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d implanted: (B)(6) 2017 2000us vad accessory kit, 1600us vad accessory kit, 1475-vad accessory kit, 1103 vad pump system, 1425us vad accessory kit, 690r28 heart ring, 1425us vad accessory kit, 1125 vad outflow graft, 2050us vad accessory kit, 1435-vad accessory kit implanted: (B)(6) 2015 2050us vad accessory kit implanted: (B)(6) 2015 1475-vad accessory kit implanted: (B)(6) 2016 1425us vad accessory kit implanted: (B)(6) 2016 1440 vad accessory kit implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.